Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300's mg/dl range. The customer delivered correction boluses via the pump to address the bg levels for the past, the customer currently administered a manual injection to address the bg level experienced today. The customer does not now the direct cause of the elevated bg levels but believes it may have to do with not knowing how the pump works and perhaps needing their personal profile settings adjusted. The customer reverted back to manual injections while they receive further training for the pump. Recommendation was made to consult with health care provider to discuss diabetes management.